Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of the f-38 alarm was confirmed. The root cause of the f-38 alarm was determined to be damage to the right force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement. Additional information was requested and is not available.